Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.5/+2.0/092 into the patient's left eye (os) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown and it is unknown if the device failed to perform as intended.

Manufacturer narrative:
(B)(4).